Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot # f1328901) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The device was removed and the pt was converted to 20 minutes of manual compression. The pt was ambulated and discharged to home the same day with no clinical sequela noted.